Manufacturer narrative:
The device was returned for evaluation and the customer¿¿s allegation was not confirmed. There was a leak from the instrument channel noted. There were deep scratches noted in the plastic and the light guide lens. It was also noted that the was unusual restriction in the forceps and brush passages. The bending section failed electrical conduction test and a cut was noted on the charge-coupled device shrink tube. The bending section tube, scope connector and control body were wet. The insertion tube had dents throughout. The up angle was low at 140. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, when using the evis exera iii bronchovideoscope, there was a 315 (non-compatible endoscope) no picture error during preparation for use for an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of error codes 315 (non-compatible endoscope) due to the scope connector internal circuit board being exposed to water which invaded scope connector. The event can be prevented by following the instructions for use which state: ¿operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: - before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. - if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. Reprocessing manual: 1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.